Event description:
During left femur resection with oncological replacement for left femur osteosarcoma, pt suffered a sudden cardiac arrest immediately following placement of bone cement. 14:05 anesthesia (spinal). 14:44 surgery began. 15:17 intubation & ga (pt moving). 16:42 1 unit prbc (total 700cc ebl). 19:03 cement place in pt. 19:05 desaturation. 19:06 code blue. 19:36 pronounced dead.